Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: during surgery for generator change oversensing and intermittent capture were noted on the rv lead. Possible break or fracture has not been ruled out. A gradual rise on rv pace impedance was also noted. Lead currently remains implanted. Should additional information be received, this file will be updated.